Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous right coronary artery that is 90% stenosed. The 2.25x12mm nc trek neo balloon dilatation met resistance with anatomy during advancement to the lesion. Once at the lesion during the second inflation the balloon ruptured at 8 atmospheres. The procedure was continued with another nc trek balloon. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.